Event description:
It was reported that a loss of capture was observed on the atrial lead of an asymptomatic patient during routine follow-up. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.